Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. A review of the system log file also confirmed the reported problem. Upon functional testing, fse found that the host-pc was not able to boot up as the incoming power was 228 volts. A part analysis of host-pc was performed, and it concluded that there was no power in the psu. To resolve the issue fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.